Event description:
It was reported that the customer called for assistance in configuring the carelink alerts notifications. The customer was trained and carelink alerts are now working as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.